Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the needle punctured the catheter was confirmed and the damage appears to be use related. One 18ga powerglide catheter was returned for investigation. The powerglide catheter was received over the needle. The needle had punctured the catheter 0.5cm from the distal tip of the catheter and the needle was protruding 0.9cm from the puncture site. Blood residue was visible between the catheter and the needle. No damage was noted at the distal tip of the catheter. An attempt was made to advance the guidewire with the guidewire push-off tab, but the wire would not advance through the needle due to dry blood residue in the needle. The catheter was removed from the needle. Blood residue was found within the flash port of the powerglide needle. The powerglide housing was disassembled, which revealed the guidewire inside the housing. The guidewire was lodged inside the needle and could not be advanced or retracted. With force, the guidewire was pulled from the proximal end of the needle. Blood residue was visible on the guidewire coils. The outside diameter of the guidewire was measured with calipers and was found to be 0.0170¿ over the coils, which was within specification. After inserting the needle into the vein, the IFU instructs to ¿advance the guidewire using the guidewire push-off until guidewire is fully extended and locks into place¿. The IFU cautions, ¿make sure guidewire is fully extended before moving on to the next step¿, which includes advancing the catheter into the vein using the catheter handle. Additional cautions in the IFU state, ¿always keep the housing stationary while advancing catheter handle. Do not hold the catheter handle stationary and retract the housing.¿ the product IFU warns, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ a lot history review (lhr) of rezf2299 showed no other similar product complaint(s) from this lot number.

Event description:
Dealer reported that the puncture to the vein was successful but when trying to proceed the needle further into the vein, it would not advance. When it was pulled out, the needle had broken to catheter. Ultrasound guided puncture to the vena basilica was used.